Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a senor anomaly. The customer's blood glucose reading was 4.3 mmol/l. The customer stated that she put a new sensor in 6 days ago and the pump cannot connect to the transmitter. The customer declined to remove the sensor and found out that the electrode is missing. The customer will be sent a replacement sensor.